Manufacturer narrative:
A medtronic representative reported that he spoke to the biomed that called this in and they were testing the system incorrectly with a new dosimeter that they purchased after shared services training. The rep assisted them with the questions they had and there was no issue with their o-arm imaging system. If this information was available during the initial review, the reported event would not have been considered a reportable malfunction.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 02/25/2016, the site authorized biomed representative performed a navigation system check-out, and found no discrepancies. It all checked out good. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported a complaint that the site technician alleges there is a discrepancy in their imaging system dose report. The dose feedback on the dose report is not corresponding with the amount of dose given. The biomed representative stated that after he releases the button, the imaging system is still fluoroing slightly which is not getting recorded in the dose report. This was not a specific concern to any particular case, just a general feeling about the site's imaging system. There was no patient present when this issue was identified.